Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the procedure? No information. What are the lot numbers for the 3 broken sutures? Pmp335. What was used to complete the procedure? No information. Did the sutures separate completely? Yes. What tissue was being approximated or sutured when they broke? No information. What is current condition of the patient? He´s fine, no problems. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In relation to needle, what is the approximate location of sutures breakage? Events reported in 2210968-2021-05132, and 2210968-2021-05134.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021, and suture was used. During the procedure, the thread breaks while sewing. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/12/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional h3 investigation summary: h3 investigation summary: according to the information received, the thread breaks during sewing. The product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that two opened boxes (thirty devices on each box). Of product code ep8729h were received for evaluation. In order to evaluate the conditions of the returned samples, thirteen packets were opened, no defects were found on the packages. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed, and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch pmp335, and no non-conformances were identified.